Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, device evaluation found the distal end cover was burned. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the noisy image could not be determined. Based on the results of the investigation, the most likely cause of the burned cover was use of a high-frequency device without maintaining sufficient distance from the tip the event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscopes had lines on the image. The issue was found during inspection for use. There were no reports of patient involvement.